Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4).. Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit giving a 600.6835 error. Case resolution: used ka alaris infusion error 600.6835 which corrected the issue. Biomed ended call. (B)(4).